Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Per the patient's mother, the cause of the peritonitis was reported to be performing therapy with a minicap that had a protruding sponge. The peritonitis was manifested by cloudy effluent, fever and confusion. It was not reported if the patient was hospitalized for this event. Treatment for this event was both a loading dose and a regimen of vancomycin (every 5 days for 21 days, dose and route not reported) and a loading dose of ceftazidime (dose, route, frequency and duration not reported). Action taken with therapy was not reported. The patient has been retrained on aseptic technique. At the time of this report, the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: expiration date is dec 2015. The device was manufactured between 20 jun 2014 and 27 jun 2014. The device was not returned to baxter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.